Event description:
It was reported that damage to the marker bands occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman double curve access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The first deployment of the closure device did not meet release criteria, and the closure device was fully recaptured. Upon recapture of the closure device, the marker band was damaged. A new wds device was used to complete the procedure. No patient complications were noted.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman delivery system (wds) with the implant in the sheath and blood in the device. The implant, sheath, hub, core wire and tip were microscopically and visually examined. Inspection found numerous kinks in the sheath, and abrasions on the inside of the sheath at the tip. The tip had damage consisting of flared tri-cuts, and there was a severe kink in the distal marker band as it was bent inward deforming the tip. The implant had anchor damage. The observed tip damage and anchor damage is consistent with deploying and recapturing the implant past the anchors and then redeploying in the anatomy. Functional testing consisted of deploying the implant with no issues. Media from the clinical procedure was provided to boston scientific (bsc). A photo was analyzed by bsc. The photo depicts the same damage to the marker band as was identified during product analysis. Product analysis confirmed the reported event, as the distal marker band was damaged.

Event description:
It was reported that damage to the marker bands occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman double curve access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The first deployment of the closure device did not meet release criteria, and the closure device was fully recaptured. Upon recapture of the closure device, the marker band was damaged. A new wds device was used to complete the procedure. No patient complications were noted.